Event description:
It was reported that the compression cap on ip2p bolt could not be tightented to 2mm. If the surgeon tried to compress to this level, icp values would rise. When loosened, icp values registered fine. No csf leakage occurred. This medical device report is linked to medical device report # 2023988-2006-00013 and medical device report #9617494-2006-00005.